Event description:
Customer reported a cartridge alarm 20 occurrence during insulin pumping. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact. Customer successfully resumed insulin therapy by loading a new cartridge and was informed of receiving a replacement pump with updated software. Training would be accessible via their tandem source account. Customer was advised on returning the problematic pump and acknowledged understanding all steps.